Event description:
While using 12 mm dilator and cannulas (autosuture), part of the diaphragm in the reducer tore during use. A piece was found in the pt. The dilator has a radially expandable sleeve. A second dilator 5 mm was used and the diaphragm on the cannula tore also. Physician did not close the clip applier when introducing the instrument through the dilator. If the physician does close the clip applier, then a clip has been engaged and must be retrieved from the abdomen. A third autosuture innerdyne dilator was used and was intact at conclusion of the case. Mgr talked with autosuture rep on 3/30/01. The rep advised sending the defective diaphragm to the co for investigation of product defect.